Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that during an infusion of 64mcg/ml of epinephrine (rate of 0.13 to .47 ml/hr or 0.03mcg/kg/min-0.15mcg/kg/min) via a pump, the patient had low blood pressure. The syringe pump tubing with a 20 ml syringe was connected to a trifuse extension set and that line was found clamped. When the line was checked, the clamp was opened and the connection between the medication tubing and filter was noted to be cracked and leaking. The pump had not alarmed for occlusion or increased pressure. Since the extension set connected to the patient was clamped the patient did not receive any of the medication and needed an increase in the epinephrine dosing continuously throughout the night.

Event description:
The customer reported that during an infusion of 64mcg/ml of epinephrine (rate of 0.13 to .47 ml/hr or 0.03mcg/kg/min-0.15mcg/kg/min) with a pump, the patient had low blood pressure. The tubing was connected to a trifuse extension set and the line that was connected to the 20 ml syringe was clamped. When the line was checked, the clamp was opened and the connection between the medication tubing and filter was noted to be cracked and leaking at that time. The pump did not alarm that there was an occluded line or increased pressure; however since the extension set connected to the patient was clamped the patient did not receive any of the medication. The patient needed an increase in the epinephrine dosing throughout the night.

Manufacturer narrative:
Correction omit 20029e from on follow up 1.

Manufacturer narrative:
The customer¿s report that the connection between the medication tubing and filter was cracked and leaking was not confirmed. Visual inspection showed no cracks at the engagement between the tubing and filter or anywhere else throughout the set. Functional testing of priming and infusion did not replicate any leaks throughout the set. The root cause of the customer¿s report could not be identified.

Event description:
The customer reported that during an infusion of 64mcg/ml of epinephrine (rate of 0.13 to .47 ml/hr or 0.03mcg/kg/min-0.15mcg/kg/min) via a pump, the patient had low blood pressure. The syringe pump tubing with a 20 ml syringe was connected to a trifuse extension set and that line was found clamped. When the line was checked, the clamp was opened and the connection between the medication tubing and filter was noted to be cracked and leaking. The pump had not alarmed for occlusion or increased pressure. Since the extension set connected to the patient was clamped the patient did not receive any of the medication and needed an increase in the epinephrine dosing continuously throughout the night.